Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via manufacturer representative that battery was not charging, difficulty charging. There was no known cause. The patient is having a new implantable neurostimulator (ins) implanted on (B)(6) 2020. This patient is scheduled for an extensive spine surgery and requested a new battery be placed at the same time.